Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant in site 3, the patient¿s general dentist wanted to take a look at the positioning of the implant. Implant was placed too palatal. This implant was placed by a different doctor. Patient came back on (B)(6) 2026 to have the implant removed and replaced with a different zimmer implant. Implant positioning not ideal.